Event description:
It was reported that smoke was seen coming from the head/blade mount area of the micro oscillating saw during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, an unk substance was found in the blade mount assembly. The presence of an unk substance in the blade mount assembly could cause or contribute to the handpiece smoking at the blade mount assembly.